Manufacturer narrative:
Just as the surgeon began to place the interbody for insertion he tapped the implant and noticed that it was cracked. The implant was removed and another implanted without incidence. The delay in surgical time due to the issue was less than 20 minutes.

Event description:
Just as the surgeon began to place the interbody for insertion he tapped the implant and noticed that it was cracked. The implant was removed and another implanted without incidence. The delay in surgical time due to the issue was less than 20 minutes.